Event description:
It was reported that the customer's insulin pump was not delivering the dual wave bolus. The customer's blood glucose was 207 mg/dl. The customer stated that the insulin pump was doing a dual wave bolus, and the bolus stopped. The customer stated that the issue did not result in a serious injury or hospitalization. The customer checked the bolus history and stated that there was a normal bolus and not a dual wave bolus. The customer declined troubleshooting to do a bolus in the air. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.